Manufacturer narrative:
Olympus contacted the hospital to obtain further information regarding the alleged event. The hospital reported this was the fourth time this year that this phenomenon occurred with the endoscope in question. However, this was the first time the glue band has come off entirely and fell into a patient. Each time the glue band came loose the endoscope was sent to a third party for repair firm for repair. The endoscope was sent to the third party for repair, after which the user facility sent the repaired endoscope to olympus for investigation. Per the user facility, they wanted olympus to inspect the distal end for any deformity which could have caused the malfunction to occur. Olympus removed the bending section cover sheath and inspected the structure and condition of the distal end; no abnormalities were found with the distal end of the endoscope. Olympus cannot conclusively determine the cause of the user's experience, however, the materials used by the third party repair company cannot be ruled out as a contributing factor.

Event description:
The hospital reported the glue band on the distal tip of the endoscope came off and fell into the patient. The piece was retrieved and the procedure completed with the use of another similar device. There was no allegation of harm.